Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The pod was received with the cannula deployed and needle retracted. Inspection of the device found the exposed portion of the cannula to be torn off and shortened. The exposed and unexposed portion of the soft cannula was found to be torn. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The exact cause and timing of this damaged could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 49 and 71 hours. Investigation of the pod (completed (B)(6) 2026) found damage to the cannula. The device was originally reported on (B)(6) 2026 for causing bleeding at the infusion site (arm). As treatment, a new pod was applied.